Event description:
Caller reported a tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to remove the cartridge from the pump and deliver a 9-unit bolus, informing them that insulin on board would be affected. The caller successfully completed the bolus and was able to reload the original cartridge to resume insulin therapy, resolving the issue.